Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving excessive alarms including battery out limit alarm during normal use. Customer also reported that after infusion set change, insulin pump would reboot and time and date would have to reprogram. Customer's blood glucose was over 300 mg/dl. Customer reported that issue occured since receipt of insulin pump. Customer declined troubleshooting for high blood glucose. Insulin pump would be replaced.

Manufacturer narrative:
The pump was received with no button response due to a flattened act keypad dome. Unable to perform functional tests or verify operating currents due to the keypad anomaly. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, battery cap ok, no scratching noise noted when securing battery cap, cracked reservoir tube lip, a missing o-ring reservoir tube and a cracked lcd window. Unable to verify the rebooting due to the keypad anomaly. Numbers do not ramp up on their own or scroll bar moving with no input. The keypad connector was found closed properly during visual inspection.